Manufacturer narrative:
(B)(4).

Event description:
A 032 separator was advanced through the reperfusion catheter in a very tortuous aortic arch and the carotis artery. The physician began to experience a lot of friction and tried to continue advancing the separator. When he did, the separator fractured at the proximal transition and was knotted on the first centimeter of the green zone.